Manufacturer narrative:
The sacral leads are not reportable, and evaluation codes do not apply.

Event description:
Additional information was received which clarified that the sacral leads were not involved in the reported event and were not explanted.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-10174, 1627487-2019-10175, 1627487-2019-10177. It was reported that high impedances were measured at two of the patient's leads. In turn, the patient underwent surgical intervention to explant and replace two leads. Therapy was restored post-operatively. It is unknown which two of the four leads had high impedances and were replaced, so all the leads are being reported.